Manufacturer narrative:
Correction: the actual device was not returned to the manufacturer but a picture of the actual device was and therefore the reported event was able to be confirmed. Device not returned.

Event description:
It was reported that during a procedure the balloon did not fully inflate and a curette was used to create a void. The cement was mixed in the autoplex mixer and the blue lid came off and cement foamed out. The cement appeared thicker than normal and foamy. Another autoplex was used and the lid cracked. A precision cement delivery mixer was used and while mixing, the mixer cracked down the side. Another precision cement delivery mixer was used and the cement hardened within minutes and was unable to use. Backup cement was used and the case was completed successfully. It was reported that the operating room was cooler than normal. There was a 2 hour procedural delay.

Event description:
It was reported that during a procedure the balloon did not fully inflate and a curette was used to create a void. The cement was mixed in the autoplex mixer and the blue lid came off and cement foamed out. The cement appeared thicker than normal and foamy. Another autoplex was used and the lid cracked. A precision cement delivery mixer was used and while mixing, the mixer cracked down the side. Another precision cement delivery mixer was used and the cement hardened within minutes and was unable to use. Backup cement was used and the case was completed successfully. It was reported that the operating room was cooler than normal. There was a 2 hour procedural delay.